Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower temperature high malfunction. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was giving blower temperature high error code. The customer then confirmed in the event log and found error code 1122. The rse assisted the customer with troubleshooting, and advised the customer to perform the following steps, verify that the air inlet filter was not dirty or blocked; verify that the cooling fan was operational; replace the blower. The customer requested and was provided with the part number for the rp-blower assembly.

Manufacturer narrative:
During a follow up with the customer, it was reported that the blower assembly was replaced, and the issue was resolved. The device was returned to service.